Manufacturer narrative:
As no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd arterial cannula 20g/45mm catheter broke / separated after placement as discontinuation a small piece of catheter was missing. When did the incident occur? After use. The plastic catheter from an a-needle had broken when it was discontinued. The a-cannula had been placed smoothly a few hours before, and the patient had been lying still and sedated in the op for most of the intervening period.